Event description:
It was reported that the customer received a button error alarm from their insulin pump. The customer's blood glucose level was 19.0 mmol/l. The customer did not recall a significatn event leading to the alarm. The customer was advised to revert to their back-up plan according to the health-care professional. No further information was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.